Manufacturer narrative:
During follow-up, the patient said she noticed no defects or malfunction with the catheters and did not know the lot number of the units she used at the time of the infection.

Event description:
Intermittent catheter patient (user) stated she is currently being treated with antibiotics for a urinary tract infection (uti) concurrent with catheter use. During follow-up, the patient said she was treated with antibiotics, took the full course, and recovered completely.